Event description:
Customer reported at the completion of a taxol (chemotherapy) infusion the filter came off the tubing. A small amount of solution leaked onto the floor when the separation occurred. No patient/user harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). The product was requested multiple times to be returned for evaluation and a shipping label was provided. The set was not returned and the lot number was not identified; therefore, no investigation or lot history record review could be performed.